Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided by the customer.

Event description:
The customer reported falsely elevated architect magnesium results. The sample generated an initial result of 2.97 mmol/l and retest of 0.86 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity for lot 46459un18 found no other complaints related to the customer's issue. Tracking and trending data review for the architect magnesium assay did not identify any trends. Using worldwide field data the historical performance of reagent lot 46459un18 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 46459un18 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect magnesium assay was identified.